Event description:
Pt reports that in 2006, they experienced symptoms referred to as "narcotic withdrawal". Symptoms included: nausea, diarrhea, an exaggerated sense of taste and smell, and the return of pain symptoms (pain level rating of 7 to 9 - pain scale not provided). Pt was admitted to the hospital to test the pump and catheter. The hcp informed the pt that the catheter had become restricted; however, the restriction had been cleared. The pump was refilled and "everything looked good." Pt indicated that two months later, 3 weeks prior to pump refill date, all the symptoms described above returned. The pt was admitted into the hospital six days later for steroid injections into their spine and prescribed percocet and hydromorphone (concentrations not provided). Pt reports that after steroid injections and oral narcotics, the above mentioned symptoms worstened. Pump refill date was the following month. Add'l historical info provided by the pt: for the past year, 2 - 3 weeks prior to pump refill, pain symptoms increase to a pain level of 6 to 7. Within 1 -2 days after the pump refill, their pain symptoms return to normal levels (rating of 2 - 3). Manufacturer's records indicate that the pt is on morphine; however, the concentration is unknown. Add'l info has been requested from the hcp, but was not available on the date of this report.